Manufacturer narrative:
This report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive havab igg result on the architect i2000sr analyzer. No specific data was provided for this weak positive that was questioned by the physician and no impact to patient management was reported.

Manufacturer narrative:
The event documented has been associated with a product recall. The event associated with the suspect medical device architect havab igg reagents is not reportable per 21cfr part 806, as the product has not been distributed in the us. No further follow ups will be provided for this event.